Event description:
The report stated that 4 minutes into a second session of a radio frequency ablation procedure, water started leaking from the handle's strain relief. (See MFR report # 1717344-2008-00555). However, the decision was made to continue the procedure with the same needle. Two minutes further into the ablation, the patient complained of pain on the thigh. The right thigh around where cable/pad connection touched was found reddened, so the pads were repositioned and the needle was replaced with a needle electrode. This was reported as a 1 x 1cm first degree burn with a water blister. The patient is being treated with ointment. The generator was set at a max 100w. There were 2 ablations for a total of 24 minutes.

Manufacturer narrative:
Date of initial report: 11/18/2008. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient's condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode, we were unable to determine if any defect of the product caused or contributed ot the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring blood contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns, because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained, and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.